Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for urgency frequency. The caller reported that the therapy was not working for the patient and he continued to leak and void a lot. The caller stated that he has burning sensations when he voids and has been taking antibiotics for a week. The patient has blood in his urine. The caller stated that he thinks the patient may have moved a wire and checked it, but it looked in place. The patient switched sides per his clinician instructions, but was unable to feel any stimulation and had reached the maximum settings. On (B)(6) the patient reported that he was not tracking his symptom data. The patient stated that he started to bleed again. The patient was advised to contact his clinician. It was noted that the trail started (B)(6) 2019. No further complications were anticipated/reported.